Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level events.. Customer stated that she woke and the blood glucose was so high that the meter could no longer read it. Customer stated that she contacted her healthcare professional and she was at 250 mg/dl and running ketones. Customer declined high blood glucose troubleshooting customer also reported that the up button would get stuck and numbers were scrolling. During troubleshooting, customer confirmed that the time was advancing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.